Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr submitted. This supplemental emdr has been submitted to report the corrected product details and date of implant provided in the amended legal claim. No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Updated fields: b2, b4, b5, d6.a (date of implant), g1, g3, g6, h2, h6, h10, h11 corrected fields: d1 (brand name), d4 (product catalog no.), g4 (PMA/510(k) #) this supplemental emdr represents the bard/davol ventralex st (device #1). An additional supplemental emdr was submitted to represent bard/davol ventralex st mesh (device #2) and additional emdr was submitted to represent bard/davol ventralex st mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch (device #1) or an unspecified bard/davol ventrio st (device #2) or an unspecified bard/davol on phasix (B)(6) 2015 or (B)(6) 2016 or (B)(6) 2017 or (B)(6) 2018. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex hernia patch (device #1) and the ventrio st (device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum: attorney alleges that the patient underwent surgery for implant of three unspecified bard/davol ventralex st on (B)(6) 2015, (B)(6) 2016 and (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventrio st(device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol phasix device. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch (device #1) or an unspecified bard/davol ventrio st (device #2) or an unspecified bard/davol on phasix (B)(6) 2015 or (B)(6) 2016 or (B)(6) 2017 or (B)(6) 2018. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex hernia patch (device #1) and the ventrio st (device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.